Manufacturer narrative:
Additional medical device type: fmi. Additional common device name: hypodermic single lumen needle. Date received by manufacturer: bd was initially made aware of this complaint on 2019-11-01. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2020-01-28 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. PMA/510(k)#: k980580(syringe), k951254(needle). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 1 ml bd safetyglide¿ insulin syringe with attached needle was missing in the package and the seal integrity was poor. This was discovered before use. The following information was provided by the initial reporter: component missing (syringe).